Event description:
Customer reported receiving imprecise adc meter readings of 5.4mmol/l and 20.4mmol/l obtained within a ten minute timeframe. When plotted on the parkes error grid, the results fell within the "c" zone, showing the difference between the values is considered clinically significant. There was no report of the death, serious injury or mistreatment associated with this report.

Manufacturer narrative:
Customer's product has been requested back for investigation. A supplemental report will be submitted if product is returned and the investigation is complete.